Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a page requiring a password, and remote smart service showed the station as offline. A technical support specialist (tss) remotely connected to the station and confirmed that the medstation application was running and that the station appeared to be functional. The tss observed users successfully logging into the station. The tss contacted the pharmacy; however, the customer was unavailable, and emails were not being delivered to the customer. Since the station appeared to be functioning properly. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck at page required password and remote support service shown offline. The customer did turn off the station for couple of minutes due to stuck at the same page. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.